Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there were air bubbles in the system and the patient had a blood glucose (bg) of 260 mg/dl with moderate ketones. This issue occured with two different cartridges. During troubleshooting, customer support found that the patient had been using proper technique in filling the cartridges. The luer lock was securely fastened and there was no visible structural damage. This complaint is being reported because the cartridge issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.